Event description:
Note: the procedure date and event are unk. A wallstent biliary stent was used during a stent placement procedure. According to the complainant, "a piece of the stent passed through the sheath (exterior tube) and caused its blockage during the deployment attempt. The overall stent system was removed from the pt." A second wallstent biliary stent was not available. The physicians "decided to temporarily place a rigid stent [MFR: cook group, product unk]. Another procedure will be performed into 2 or 3 months to remove the cook device and place another [wallstent biliary] stent." There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has been returned, but an evaluation is not complete; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A search of the complaint database revealed no additional complaints recorded for this lot. The december 2007, 15-month bare biliary stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.